Manufacturer narrative:
D9: product received date 7/16/2025. H3/h6: one device was received for evaluation of complaint of cassette sensor issue during testing. Review of event log found cassette not attached properly alarm. There were no services previously reported. Visual inspection found cracked lens and bubbled downstream occlusion (dso) seal. The lens, the dso seal and the dso sensor were replaced. Functional testing was performed. Root cause of complaint was the pump was out of calibration. The pump was calibrated, and the performance verification test was performed. All tests passed within specifications.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette sensor issue during testing. There was no patient involvement.